Event description:
The home pt (hp) contacted baxter's technical service center (tsc) for assistance with a se2265 alarm that was rec'd during the initial drain cycle of the hp's automated peritoneal dialysis therapy. Reportedly, the hp thought that they had connected the wrong solution bags to the wrong supply lines on the homechoice set. Subsequently, the hp disconnected the solution bags from the homechoice set, replaced the homechoice set and connected the same solution bags to the new homechoice set. The hp then connected their transfer set to the pt line of the homechoice set during the prime cycle. Baxter's tsc assisted the hp in ending therapy early. Therapy was completed by setting up with new supplies. No pt injury or medical intervention was associated with this incident, per the home pt.